Manufacturer narrative:
A ge service representative performed an onsite investigation. The p10 on the backplane pcb was evaluated and reseated. A camera/collimator stop calibration was performed. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system froze and locked up. No patient serious injury or death was reported related to this event.